Event description:
The patient was seen in clinic and found to have high impedance, >9000 ohms, and low output current. The patient had x-ray images taken and was referred for surgery. Additional information received noting that the patient has not experienced any trauma or manipulation to the area. Ap and lateral neck and ap chest x-rays were received and reviewed. The generator is located in the patient¿s upper left chest. The connector pin cannot be seen coming through the second connector block. The notches on the lead pin that are usually in the middle of the two connector blocks when fully inserted, are closer to the first connector block. Also, the lead pin appears to be backed out further than normal with a fully inserted pin. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend and loop were both present per labeling. Two tie-downs are present and placed per labelling. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. No sharp angles were identified in the visible portion of the lead. The lead could not be fully assessed for gross fractures or discontinuities due to the quality of the images provided. The cause of the patient¿s high impedance is due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient underwent surgery and the generator was replaced. The impedance was within normal limits after the replacement. The suspect device was not made available for return.